Event description:
It was reported by service report that the left side strut lock bar was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Strut lock bar.